Manufacturer narrative:
Philips has investigated this complaint. Additional information received indicated that the unknown planned/non-emergency treatment procedure that was to happen when the issue occurred was completed as planned. The malfunction only affected the 3d function, which was not required for the procedure. No harm to the patient or user was reported. A philips remote service engineer (rse) contacted the customer who reported that the real-time image transmission had failed. Onsite service was recommended. A philips field service engineer (fse) inspected the system on-site and confirmed the reported problem. Troubleshooting found that the led on the high-speed data interface board (hib) was red, and the software download had failed. It was determined that the cause of the event was a defect in the hib. The fse replaced the hib. After the hib was replaced, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system real time link was not available due to a defective high-speed data interface board. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.